Event description:
It was reported that the tip of a safesheath d-pro introducer broke off during use. The catheter was being placed in the right femoral vein close to the inguinal ligament. The customer reported "some difficulty" inserting the introducer. As the introducer was removed, the physician reportedly noted that the tip of the introducer broke off but stayed on the angioplasty wire. The tip was located under fluoroscopy and removed with retrieval forceps. The pt lost approximately 350cc of blood during the procedure. It was reported that the pt was transported to the emergency room for eval and transfusion of two units of blood. The user reported, the pt experienced "no long-term effects." Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.